Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead. Serial# unknown: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Caller requested MRI information for trial leads (stimulator model and indication unknown). Caller said pt got implanted with trial today and then went home and fell. Caller said pt was scheduled to have the leads "pulled" on (B)(6) 2024. Additional information was received, caller stated that the pt got the trial but didn't even get past the first night with the device. Caller stated that the pt had emergency surgery as they had a hematoma on their back and they had 39 staples put in their back. Patient responded to patient letter. Question # 1: did the fall impact the trial leads? Response: the pt came home with the device and they lived about 30 miles away and the pt was feeling good. Caller stated that the pt got home and sat down in a chair and their foot was going numb and then they slid onto the floor which was considered a fall. Caller stated that the pt started screaming and twisting all over the floor. Caller stated that they called the surgeon and then dialed 911 and the pt went into emergency surgery. Caller said that the pt had 3 drainage tubes and they went back to hcp and they were seeing hcp for pain management. Caller stated that hcp stated that it was like a 1 in 500 chance that when the lead was put in that it could hit a nerve. Question # 2: was the trial device related to the fall? Response: caller stated yes, that's what caused what they called the fall. Caller stated that they took the trial device out once the patient got to the emergency room. Question # 3: what were the results of the MRI? Response: caller stated that the pt had to go to emergency surgery for the hematoma. Caller stated that they were told that if the pt went a few hours longer that they could have been paralyzed. Caller stated that the pt went from the hospital to rehab and they had spent 4 nights and 7 weeks. Question # 4: if the fall led to any issues to the device, what steps were taken to resolve? Response: caller stated that it was surgery. Question # 5: had this issue been resolved? Response: caller stated that it was resolved by surgery.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd:, UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.